Event description:
Developed ibd autoimmune, contracture. Pain, anxiety; had allergan implants put in developed ibd and can only eat food without fiber, terrible diarrhea can't travel, cant live regular life. Misery, fear due to cancer causing.